Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy') in an adult female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multi gravida (total number of pregnancies: 2/gravida 6, 6 spontaneous vaginal deliveries) and multiparous. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). At the time of the report, the ectopic pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered ectopic pregnancy with contraceptive device to be related to essure. The reporter commented: 2018-226700 case was created for another episode of pregnancy. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy') in an adult female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multi gravida (total number of pregnancies: 2/gravida 6, 6 spontaneous vaginal deliveries) and multiparous. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). At the time of the report, the ectopic pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered ectopic pregnancy with contraceptive device to be related to essure. The reporter commented: the case (B)(4) was created for another episode of pregnancy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy') in an adult female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multi gravida (total number of pregnancies: 2/gravida 6, 6 spontaneous vaginal deliveries) and multiparous. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). At the time of the report, the ectopic pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered ectopic pregnancy with contraceptive device to be related to essure. The reporter commented: the case (B)(4) was created for another episode of pregnancy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-sep-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.